Event description:
It was reported that during air transport between hospitals, the cable to the monitor disconnected approx 20 times. Each time is disconnected, the pump shut off until it was reconnected. There were no pt complications.